Event description:
The customer reports the device can't boot up. There was no reported pt therapy.

Manufacturer narrative:
(B)(4). The customer reports the device can't boot up. There was no reported pt therapy. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.